Manufacturer narrative:
Product event summary: one cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection after the cac cable was opened and open wires were observed. In addition, the cable failed functional testing due to intermittent lack of continuity prior to the connector strain relief. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to the open wires found during internal visual inspection. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that when the controller ac adaptor connected to ac power, the green power light was illuminated but when connected to the controller there was no power. Good connections were insured, but could not get the adapter to power the controller. There was no reported loss of power to the system or any alarms. There was no obvious damage to device observed. There were no exposed internal wires. The ac adapter was replaced. No patient complications have been reported as a result of this event.